Manufacturer narrative:
(B)(4). Batch # unknown. (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Was the colostomy pre-planned? Will the colostomy be temporary or permanent? What is meant by, ¿broken anastomosis?¿ can you please provide a time-line of events? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. What is the current patient status?

Event description:
It was reported that during the sigmoid colectomy, that the anastomosis broke. It passed the initial leak test and with no bubbles. The procedure was completed successfully. A colostomy bag was put on the patient. It was unknown if the staples were fully formed and if there were any patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 04/06/2022. Additional information was requested, and the following was received: what surgical procedure was performed? Sigmoid colectomy. What is meant by, ¿broken anastomosis?¿ dehiscence. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Certified first assist, experience level unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Waited 15 seconds, did not retighten after 15 seconds and then fired device. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Yes. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Three, a little difficulty with two turns. Turned one additional turn. Were the donuts inspected? Yes, full doughnuts intact.

Manufacturer narrative:
Pc (B)(4). Date sent: 04/06/2022 . Additional information was requested, and the following was received: what surgical procedure was performed? Sigmoid colectomy what is meant by, ¿broken anastomosis?¿ dehiscence were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Certified first assist, experience level unknown did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Waited 15 seconds, did not retighten after 15 seconds and then fired device were there any issues with device use/firing? No what confirmation was received that the device completed the firing sequence? Yes was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Three, a little difficulty with two turns. Turned one additional turn. Were the donuts inspected? Yes, full doughnuts intact did the patient receive any preoperative chemotherapy or radiation? No where in the green gap setting scale was the indicator located prior to firing? Cannot remember what is the current patient status? Patient is ok.